Event description:
A customer reported an error with their continuous glucose monitor, specifically, cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a complete pump reset, which successfully resolved the issue, and the customer was then able to start their sensor session without further error codes.